Event description:
It was reported with the use of the bd ultrasafe manual needle guard there was an issue with drug¿s safety lock released at time of application. There was no report of injury or medical intervention.

Manufacturer narrative:
The customer issued a complaint for a needle guard defective detected by end user. Neither sample nor photo was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Based on the investigation conclusion, bdm-ps was not able to confirm the symptom perceived by the customer or correlate this symptom with a potential cause linked to bd process.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd ultrasafe¿ manual needle guard there was an issue with drug¿s safety lock released at time of application. There was no report of injury or medical intervention.